Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unable to perform the displacement test and self-test due to unresponsive keypad. No damage in the keypad assembly noted. J1 connector on pcba 1 was inspected and properly connected. Unit passed the keypad voltage test. Unable to download files using thus software due to unresponsive keypad. Unit tested with reference test casing and keypad was able to respond properly. The following were noted during visual inspection cracked battery tube threads, fading serial number label, cracked keypad overlay at select button, missing display window cover and cracked case corner of belt clip rails. Unit received with original battery cap. The original battery cap was installed and removed in the battery tube with no anomalies noted. Cosmetic damage was confirmed at battery tube side area. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the lower part of the pump(near the buttons) pilled off. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue using the device and the pump was returned for analysis.